Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support about entering a g7 sensor code into the ilet after insertion and initially believed the code had not been entered; during the call the user confirmed active glucose readings, verified the sensor¿s expiration date, and recognized the code had already been entered, with education provided on sensor start/stop and no alerts or alarms observed. Symptoms included hyperglycemia with a reported blood glucose of 298 mg/dl. Outcomes included transient impact to blood glucose without hospitalization. Investigation included troubleshooting and education regarding proper sensor start procedures and verification of active cgm data on the ilet. Investigation of this case revealed user confusion regarding sensor code entry with no device malfunction identified and no component failure implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational confusion.